Event description:
It was reported the tamper tube of the 8f angio-seal sts plus device met no resistance as the physician placed it in the patient; the tamper tube advanced to only 1/2 inch remained above the skin when the tube stopped. Hemostasis was not achieved and manual pressure was applied. The patient's pedal pulses were diminished post procedure and the patient will be monitored. A pre-deployment angiogram revealed a normal artery at the sheath site. Later that night, the right leg went cold and the patient underwent an antegrade approach percutaneous transluminal angioplasty and stent placement of the right ropliteal occlusion. The successful procedure allowed the patient to be discharged within the next two days.